Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that within 2 minutes, he obtained blood glucose readings of 37 mg/dl on the contour next meter and 171 mg/dl on the contour next ez meter. The customer had no symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. The suspected contour next ez meter and test strips were not returned. Therefore, in-house contour next test strips from lot # 8mpef07b were used to perform in-house testing. During in-house testing, returned meter was tested with the in-house contour next test strips, which gave satisfactory performance.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house contour next ez meter was tested with the in-house contour next test strips from lot # 8mpef07b, which gave satisfactory performance.